Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the emergency room after receiving an inappropriate shock due to noise, right ventricular lead fracture was observed. The noise was reproducible with isometrics. Tachy therapy was disabled and the patient was scheduled for revision the following day. The physician elected to cap the leads (B)(6) 2019 and placed a new system on the patient's right side. There were no additional patient consequences and the patient has been discharged.